Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged visualization of particles in the device. There was no report of patient harm or injury. The manufacturer received new information that the patient has alleged seeing black particles, experiencing burning sensation in nose and sinuses. In this report, section g3 and h6 has been updated/corrected.